Event description:
Reported 1 false positive sofia sars result for 1 nursing home resident. It is unknown if the resident was asymptomatic or symptomatic. No confirmatory testing completed.

Manufacturer narrative:
Investigation summary: tested 5x returned devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.